Event description:
It was reported that during breast excision surgery, right atrial (ra) lead dislodged. Patient was occluded during lead revision attempt. X-ray confirmed lead dislodgement. The lead was explanted and replaced. The patient is in stable condition.